Event description:
It was reported that during an implant procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD) system when they closed the first layer on the pocket there were observation of low out-of-range shock lead impedance measurements measuring, less than 30 ohms. It was noted that the patient had a massive amount of bleeding in the pocket. The system position and sensing looked good. No 10j shock was given. Technical services discussed possible causes and provided troubleshooting options. A commanded 10j shock was provided and impedances measured 20 ohms. There was a concern with the amount of fluid in the pocket. Ts recommended to perform a defibrillation threshold (dft) test but suggested to wait for the fluid to resolve. The implant procedure was successful and there will be normal follow-up. At this time, the system remains in service. No adverse patient effects were reported.